Event description:
The following info was reported: balloon ruptured inside cfa. The physician stated that he drew a negative on syringe and that's when the balloon ruptured, as evidenced by blood inside the syringe. Physician held manual pressure afterwards for less than 30 minutes. Stick location: common femoral artery at femoral head. Vessel size: 5-7 mm. Procedure: peripheral.

Manufacturer narrative:
During initial investigation of the returned device, it was observed that there was presence of blood in the extension line as well as the syringe. Upon inspection of the balloon, it was confirmed that the balloon was torn. The balloon was torn with both ends of the balloon still attached to the device with no missing pieces. However, the distal end of balloon was bunched up suggesting that significant tension might have been applied to force it off the corewire. In addition, the catheter polyimide shaft was broken into three sections. The review of the lhr (lot f1331201) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.